Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedance measurements of 295 ohms and loss of capture (loc) at maximum outputs. Additionally, the patient experienced diaphragmatic stimulation at 7.5 volts at 2.0 milliseconds. The physician believed that the lead micro-perforated the right ventricle. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.